Event description:
(B)(4) (our importer) received an initial call on (B)(6) 2015 reporting a medical intervention that occurred on (B)(6) 2015 around 6-7 pm. Patient ((B)(6)) stated that he was prompted to call due to exhibiting signs of feeling very sleepy and thirsty. Patient stated that he was not sure but thinks that the reading on the prodigy meter at the time of the event was a little over 100 mg/dl. Patient was transported to ER by his son. Patient also stated that he performed an additional test before going to ER but no test results were provided. Patient was not sure but thought his glucose level upon arrival at ER was 525 mg/dl. Patient was given insulin to lower his glucose while in ER. No dosage of insulin was provided. No additional glucose test were performed prior to discharge from ER. Patient's total stay in hospital was 4 days. Patient also called in previously on (B)(6) 2015 reporting that his prodigy meter was not working properly. Control solution test could not be performed because control solution was expired. On (B)(6) 2015 control solution was performed and meter test result were within the acceptable range.